Manufacturer narrative:
Corrections in d4: lot number & serial number. Additional information in d4: UDI number. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during surgery, as the surgeon detached the implant holder from the implant, the implant holder hook fractured. All pieces were retrieved without patient harm or surgical delays and the surgery was completed successfully.

Event description:
It was reported that during surgery, as the surgeon detached the implant holder from the implant, the implant holder hook fractured. All pieces were retrieved without patient harm or surgical delays and the surgery was completed successfully.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the hook has fractured off. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during surgery, as the surgeon detached the implant holder from the implant, the implant holder hook fractured. All pieces were retrieved without patient harm or surgical delays and the surgery was completed successfully.